Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error 242.4030. There was reported patient involvement, but outcome was unknown.

Event description:
It was reported that the device had displayed error 242.4030. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the pump module¿s motor stall error was confirmed and replicated during testing. The review of the pump module error log identified 7 events of error code 242.4030.0 (motor stall failure). The errors occurred from on (B)(6) 2024 to on (B)(6) 2025, with last one occurring on (B)(6) 2025 at 12:17 pm. The suspect pump module sn: (B)(6) was attached to a known good laboratory pcu. The devices were power on to program an infusion at a rate of 100ml/hr and vtbi of 150 ml. When the door was opened to load the infusion set, a channel error appeared on the pcu screen. The suspect pump module was disassembled for an internal inspection. It was found that the motor harness was disconnected from the motor controller board. The bezel assembly date code was noted as 08/24 (aug 2024) and was not recall affected. After performing the internal inspection and having reconnected the motor harness to the motor controller board, the pump module was checked and reassembled. Once this was done, it was connected to a known good laboratory pcu and was programmed an infusion at a rate of 999 ml/hr, this infusion was left for 2 hours. The infusion was completed as programmed with no errors or interruptions observed during the infusions. Functional testing was performed using the received suspect pump module attached to a known good lab pcu. Rate calibration, a post calibration rate and preventive maintenance were performed using asm v12.5 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. (B)(6) will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.